Manufacturer narrative:
Continuation of d10: product ID 8780 lot# serial# (B)(6), implanted: (B)(6) 2021, explanted: (B)(6) 2021, product type catheter. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) via a company representative who reported that the patient¿s pump and catheter were successfully explanted.

Manufacturer narrative:
Concomitant products: product ID: 8780, serial#: (B)(4), implanted: (B)(6) 2021, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 19-feb-2023, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving dilaudid 1.5mg/ml at highest seen, dose was 0.9005mg/day with ptm and 1.3375mg/day with ptm. It was reported that in (B)(6) the patient had some dose increases where he then had numbing in his hips/pelvis/testicles and then a new left leg pain. There were no known environmental, external or patient factors that may have led or contributed to the issue. The diagnostics and troubleshooting performed was the patient was admitted to the hospital, decreased pump settings on (B)(6) 2021 set to minimum rate and saline put in the pump. A myelogram was attempted but they were unable to aspirate from catheter any csf (cerebral spinal fluid). The physician plan was to push med through as patient was inpatient at the hospital, but the patient had excruciating pain with any attempt to push, which per the physician was a hard push. They aborted the myelogram and pump filled with preservative free saline. The actions and interventions taken to resolve the issue was previous dose decreases and on (B)(6) 2021 a myelogram was attempted, the reservoir was filled with saline and the pump was running at minimum rate. The issue was not resolved at the time of the report and it was noted that the healthcare provider would not have any further information regarding the event.